Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses were delivered completely and properly recorded in the bolus history screen. No bolus history anomaly was noted. The insulin pump downloaded properly. However, an alarm was noted for a corrupted history file. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the insulin pump had history anomaly. Customer's blood glucose was 47 mg/dl. Diabetes educator reported that they are unable to load to carelink and it was not recording the bolus. Customer stated that they program the bolus but it does not insulin delivery. Customer check daily totals and they are the same amount of basal given to customer. Customer stated there was a gao in between bolus history information. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).